Manufacturer narrative:
The insulin pump was received with a button error alarm and no act button response due to a flattened button dome switch. The unit was received with a minor scratched display window, a cracked reservoir tube lip, cracked battery tube threads, and a cracked pump belt clip slot.(B)(4)

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the product was returned for analysis.